Event description:
Information was received from a user facility via a medtronic representative regarding a flex arm used in a minimally invasive spine (mis) decompression surgery. It was reported that flex arm would not tighten properly. There was no patient involved in this event. There were no further complications that were reported.

Manufacturer narrative:
H3: product analysis # (B)(4).: part # 9560524, lot # my21f001 visual and functional inspection revealed the flex arm is worn. The instrument is insufficiently rigid. The mechanism of failure is consistent with anticipated wear /use of the instrument. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.